Event description:
The customer reported that the working channel was clogged. The subject device was sent to an olympus service center for evaluation. During inspection and testing, histoacrylate adhesive was found in the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, histoacrylate adhesive was found exiting the biopsy channel due to insufficient cleaning. In addition, the air/water cylinder was discolored, the suction cylinder was discolored, the forceps channel port was shaved, the plug unit was cracked, the scope connector case was cracked, the scope connector cover was dented, the insulation resistance value was out of standard due to peeling adhesive on the bending section cover, the objective lens was cracked and chipped, the light guide lens was broken, the adhesive on the bending section cover was cracked, there was a cut on the connecting tube, the adhesive around the objective lens and light guide lens was worn, and there were scratches on multiple parts of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU states the cautions on withdrawing needle as follows: ·withdrawing the instrument from the endoscope; warning ¿do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk¿. Caution: ¿do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument¿. ¿if resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope¿. Olympus will continue to monitor field performance for this device.